Event description:
It was reported that shortly after initiating ECMO the clinician noticed slight drops of blood dripping from the condensation port on the bottom of the oxygenator. The unit was changed out. The pt later expired, but not as a result of this incident. (B)(4).